Event description:
It was reported the pt was not receiving adequate pain relief. The pt symptoms resulted in hospitalization. An x-ray observation revealed a kink/occlusion in the intrathecal section of the catheter. No pt treatment was reported. The pt recovered without sequela. The pt's pump contained morphine sulfate 20 mg/ml at 5.992 g/day and bupivacaine 20 mg/ml.

Manufacturer narrative:
.